Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received pump error. Customer performed self test but error recurred. Customer stated that insulin pump was not ringing and vibrating. Insulin pump had crack at back side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self-test. The audio tones or beeps or vibrate, audio options volume 1-5 functioned properly. No unexpected pump error 63 alarm found during testing. However, pump error 63 alarm confirmed in the device history file due to a hardware error. Device had label damage, cracked keypad overlay, cracked battery tube threads, cracked case (battery tube). Device p-cap or test reservoir locks in place properly and no anomaly noted.